Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level on the continuous glucose monitor (cgm). The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. No additional patient or event information was available.